Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the day of onset, the patient was hospitalized via the emergency room for the peritonitis. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. Hospitalization was ongoing. Extraneal and physioneal therapies were ongoing. The patient was not recovered from the peritonitis. No additional information is available.